Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s), h12h17094 and h12i04033, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 1 of 4 for this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unknown date during hospitalization for an unrelated issue, the patient was diagnosed with peritonitis. The treatment for the peritonitis included unspecified IV antibiotics. The patient's pd catheter was removed, pd therapy was discontinued, and hemodialysis was started. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4): the occurrence date for the peritonitis event is unknown. (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.